Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with increased short interval counts (sic). Doubled threshold measurements were also noted. The rv lead was explanted and replaced. It was also reported that the left ventricular (lv) lead broke during the laser extraction of the rv lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965, lead; 5568-45 lead, implanted:(B)(6) 2005. (B)(4).